Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm during bolus delivery. Customer also reported that buttons were difficult to press. Insulin pump also received an "off no power" alert and did not receive a low battery alert prior. Customer disconnected from insulin pump the day prior and reverted to manual injections. Customer's blood glucose was over 400 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with button error alarm and had unresponsive up buttons due to corroded keypad traces. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power or low battery alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.